Event description:
It was reported that a malfunction alarm occurred with the customer's pump, identified by the malfunction code malf 3-0x2095, which was not resettable. There was no reported adverse impact to the customer's blood glucose level. Technical support confirmed the shipping address and instructed the customer to use multiple daily injections as a backup therapy to ensure continued insulin delivery. The customer was also instructed to put the malfunctioning pump into storage mode and return it with a pre-paid label within ten days. Tandem planned to replace the problematic pump with a new one.